Manufacturer narrative:
(B)(6). (B)(4). Neither device nor any imaging studies received. Therefore we cannot determine the cause of the event.

Event description:
It was reported that the patient underwent anterior cervical fixation at levels c6-c7 to treat cervical spondylosis. On an unknown date post-op, the patient visited the facility to report she felt uncomfortable when having food that found loosening of the plate, ossification of anterior longitudinal ligament, and esophageal perforation. Removal of the implant was performed . The perforation was also repaired during the revision. Surgeon commented that it was unknown what caused the loosening of the implant. No infection found. Surgeon also commented it unknown which of the loosening of the implant or the ossification caused the esophageal perforation. The product came in contact with the patient. Patient complications were unknown. No product problem with the screws. They are listed because they are used with the plate. Patient had uncomfortable feelings and esophageal perforation